Event description:
It was reported during a surgical procedure the physician was using an evac 70 xtra plasma wand. Intra-operatively the wand was leaking saline at the junction where the shaft of the wand meets the hand piece. The procedure was completed and no pt complications were reported as a result of the event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.